Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results for one patient from accu-chek inform ii meter serial (B)(4). (B)(6). No treatment was given to the patient based on the meter results as their protocol was to perform a laboratory test. There was no allegation of an adverse event. The suspect strips were requested to be returned for investigation, but they were not available.